Event description:
It was reported that when the patient plugged in his recharger, the patient was "electrocuted and the cord caught on fire." It was noted that the system was not functional and the cords are melted. Additional information received reported that while the patient's recharger was plugged into the wall there was some sort of electrical "blowout" and the patient's recharger caught fire and the cord blew across the room into pieces. When the patient tried to recharge, he received some sort of electrical shock when he disconnected the antenna and placed the recharger over the implant. It was noted that the device was displaying the "call your doctor" icon since the incident and an antenna test-temp failure code was also noted. Further information received reported a new recharger, antenna and ac power supply were sent to the patient. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37761 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
It was clarified that the recharger is what shocked the patient and he was not injured. He was able to charge. He was doing well with great coverage and pain relief.

Manufacturer narrative:
(B)(4).